Event description:
It was reported the charger and programmer could no longer communicate with the ipg. In turn, the patient believed stimulation was not as effective as it used to be. An sjm representative met with the patient and attempted to troubleshoot the issue via the use of a demo charger and programmer to no avail. The ipg was found to be flipped and was manually flipped back to it's original position by the doctor the doctor also removed fluid from the ipg site. Follow-up revealed the manual repositioning of the ipg addressed the patient's issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.